Manufacturer narrative:
Additional information: b5: lens was explanted at an unknown date. D9: lens returned on 12-feb-2023. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within device specifications. Claim # (B)(4).

Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -06.50 diopter, into the patients right eye (od) on (B)(6) 2022. The lens was reported as having a high vault and remained implanted. Additional information has been requested but none has been forthcoming.